Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to thrombosis and re-operation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device disposition is unknown.

Event description:
It was reported from (B)(6) by medical staff that a patient had a pump thrombosis with pump explant and implant with another ventricular assist device. The patient outcome is not reported. No additional information was provided.

Manufacturer narrative:
It has been determined that this event (MFR # 3007042319-2015-01243) is a duplicate of event previously reported under MFR # 3007042319-2014-01020. No further reports are forthcoming.